Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, this pacemaker's automatic capture feature did not detect loss of capture. As a result, there was no back up pace and the patient experienced p-wave asystole. Outputs were increased to the maximum and the device paced/captured appropriately. All post-procedure checks were fine. Technical services (ts) was consulted for further review and recommendations. No additional adverse patient effects were reported. This product remains in service.